Event description:
It was reported to philips that the device had a pacer equipment malfunction, shock equipment malfunction, and locks up during opcheck. There was no patient involvement.

Manufacturer narrative:
(B)(4).